Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion. The device reached eri 6 months following implant.